Manufacturer narrative:
The customer's prod has been requested back for an investigation. A f/u report will be filed once investigation results are available. Customers and retailers have been informed through the letter.

Event description:
Customer reported that when uploading readings from the precision xtra blood glucose meter onto their precision link data mgmt sys that the dates and times were not correct. Customer reported properly setting the date and time when initially setting their meter up, however the customer is unaware as to how the date and time setting may have changed. This is a known malfunction with the software that causes incorrect trending of glucose results. There was no report of death, serious injury or mistreatment associated with this event.